Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to lab comparison tests. Testing was done within 5 minutes, non-fasting, a capillary test on the reporter's meter, and a venous draw for the lab. The results were 90 mg/dl and 260 mg/dl, respectively. He did not have any symptoms. During troubleshooting, it was determined that meter was set to mmol, and meter/strip code was incorrect. On follow-up, after resetting, testing was more consistent. The lifescan representative reviewed coding, cleaning, sample application, strip storage, meter/lab comparison and use of control solution with the reporter.